Event description:
A patient called to state that while having an MRI done, the patient was given a "squeeze ball" call light to request staff. The patient became frightened in the machine and used call light. Unfortunately, the call light was not working.